Event description:
It was reported that there was a malfunction in the pump, which would not charge even after using different adapters and cables. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.